Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood glucose was 46 mg/dl. The customer was reported that she had taken carbs. The customer was reported that they getting crazy blood glucose. The customer was declined to troubleshoot for high blood glucose value. The insulin pump will not be returned for analysis.